Event description:
The following has been reported: the infusion pump model agilia vp mc serial number (B)(6) commissioned on (B)(6) 2023 has an error code 51-0001 speaker. When performing the downstream occlusion test with a line and electronic manometer, the pressure limit set at 750mmhg with a flow rate of 125ml/h, the pressure reaches its limit but the occlusion alarm does not have time to appear, an audible alarm sounds with the code error 51-0001 speaker. * device sent to our after sales service "device history record was reviewed and nothing was found related to the reported event." Device log history was not provided therefore no review could be performed. "The reported device was not sent to brézins for investigation as its serial number is included in the technical service bulletin tsb-0408. This tsb informs services that pumps with a specific serial number range could have a defective audio amplifier, which will trigger an error 51 on the device, in certain circumstances. According to provided information, this alarm triggered during an occlusion test instead of the pre-alarm. However this issue is known and likely linked to a defective component of the device speaker. This is being evaluated with an internal CAPA, opened in may 2023." This complaint is considered as valid . The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action . Reporting as a conservative measure. No adverse effects were reported.